Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced kinked cannula issue. Reportedly, her blood glucose level was 1000 mg/dl and she experienced diabetic ketoacidosis. She attempted to change the site and self-treated with correction boluses with the pump and 10 units of multiple daily injection. She also gave 15 units of boluses by the pump, on the day of her hospitalization. Subsequently, she was hospitalized and received insulin and intravenous drip as corrective treatment which resolved the issue. She was admitted for four days and there was no permanent damage to the patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.